Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) patient reported his cycler overfills. On (B)(6) 2013 the patient was hospitalized for an arterial venous abnormality in his abdomen which caused a rupture. His fill volume had been increased to 2200 mls in (B)(6) 2013 and the physician thought the extra volume may have played a role in stretching the blood vessel (per patient). The rupture was suspected to have occurred during a severe coughing fit. While in the hospital, the patient had a colonoscopy and the arterial bleed was cauterized. On (B)(6) 2013 the patient was discharged and is recovering and feels much better. The patient declined to return his cycler.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the manufacturer's physician assessment of the reported information and the plant's investigation.